Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709 lot# unknown, product type catheter. (B)(4).

Event description:
It was reported that, in (B)(6) 2012, the patient experienced an adverse event that was the same as the one occurring at the time of report, which was severe respiratory depression after a pump refill. It was noted that the administration of naloxone was necessitated. Though, at the time of report, the pump contained fentanyl, it was unclear if the medication had changed since the time of the event.

Event description:
It had also been reported that, during the event occurring at the time of report, the respiratory depression was a symptom of an overdose. It was unclear if the adverse event that occurred in november 2012 was also a symptom of an overdose. Refer to manufacturing report #3004209178-2013-10287 for information pertaining to the event that was occurring at the time of report.